Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: two endo gia articulators (B)(4) were used in one case. The surgeon fired the 1st cartridge but the rectum was not divided by this one so he changed to the 2nd cartridge. It was working well until the formed staples got dislodged from the first cartridge, then the 2nd one within seconds, leading to bleeding from the cut line. The surgeon had to complete the procedure using another device. The case was extended by more than 30 minutes. Re-intubation/recannulation was not necessary. Since there was a good margin, the surgeon fired the other device just above staple line and was able to stop the bleeding. There was unanticipated tissue loss as a result of this problem. No reinforcement material was used in conjunction with this stapling device.